Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r556 on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for initial testing showed that cell 2 was interpreted as negative by the echo but visually appeared positive. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.